Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of monofocal non-preloaded intraocular lens (iol) was broken after implantation. Iol was fully inserted into patient's eye. There was no incision enlargement. No vitrectomy was required. Directions for use were followed. As per additional information received, the removed iol was replaced with same model iol. There was no any patient injury. Patient has recovered. The removed iol was discarded. No further information was provided.